Event description:
It was reported to medtronic minimed that the customer reported the insulin pump had a crack on the back at the battery side. The customer reported no adverse event. The event involved product pump mmt-1715kl. Troubleshooting was performed and there was no damage on retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Product return was requested for mmt-1715kl and customer response was the pump mmt-1715kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Cosmetic damage was confirmed at the back of the pump on the battery compartment. Moisture damage was confirmed found on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.